Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-05977. It was reported that the patient died. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained using retrograde approach from right sfa. Intravascular ultrasound was attempted but the device could not pass through. A 2.0x40 coyote balloon catheter was then used to expand the external iliac artery (eia) at 12 atmospheres and then a 6.0x40 sterling at 6 atmospheres. The blood flow was bad which confirmed by antegrade contrast radiography. The physician then decided to do stenting. An 6x100x120 epic was then deployed near sfa and another 8.0x60 epic stent was also deployed. Few hours after the procedure, the patient complained about swollen leg and pain. Subsequently, an emergency treatment was held. It was then noted that a thrombus occurred which was treated with by implanting a non-bsc stent. The procedure had difficulty and took hours, however, was finished without any issue. On the following day, in the morning, the patient had cardiac arrest and eventually died due to hemostasis.